Event description:
Customer reported the insulin pump was not working. Customer's blood glucose was 110 mg/dl. Customer stated he was on vacation, but the device in his swim suit, and it alarmed battery out limit during normal use. Customer has not been able to use the device. Customer was advised the alarm during normal use might indicate the battery cap might be loose. Customer stated the device alarmed week battery during initial troubleshooting. Customer was advised to clear the alarm and to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.